Event description:
The physician noted that the cypher (cxs28250) had a fracture. The product will not be returned for analysis.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.